Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no impact to the customer's blood glucose (bg) level. The customer stated that bg level was at 130 mg/dl, which is close to target and comfortable for the customer. During troubleshooting with tandem technical support, the customer was guided through the proper load technique, as reportedly, the customer had injected air into the cartridge during the previous load attempt. The customer was able to successfully complete the load process.